Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture of right device. Device remains implanted.

Event description:
Physician reported, rupture of right device. Ultrasound results, show signs of intracapsular rupture with siliconomes. Device has been explanted and replaced.

Manufacturer narrative:
DHR summary: the review of the documentation associated to the manufacturing process, indicates that all devices with work order (B)(4) were released in accordance with abbvie¿s procedures. And no anomalies were found in the documents related to the reported event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: opening on radius extended and red particles on surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Healthcare professional additionally noted on ultrasound ¿signs of intracapsular rupture of the right device with siliconomes," device has been explanted and replaced.

Event description:
Physician reported rupture of right device. Ultrasound results show signs of intracapsular rupture with siliconomes. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: was observed, broken device on the posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Granuloma: unable to observe since it is a medical event and is not related to the device. Additional observations: creases observed on the device yellow particles were observed on the shell. Additional, changed, and/or corrected data: d9, h3, h6.